Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The alarm trace showed a sample clot detection, sample foam detection, and sample short alarms. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 analytical unit. The initial troponin result was 6.4 pg/ml. The sample was repeated twice and the results were 11.3pg/ml and 3.7 pg/ml.